Manufacturer narrative:
Findings: unit alarmed button error followed by intermittent buttons due to moisture damage at keypad traces. Unit received with cracked case at display window corners and display window. Unit received with minor scratched lcd window. (B)(4).

Event description:
A customer's parent reported via phone call indicating that the customer's insulin pump alarmed button error. The patient's blood glucose level was 215 mg/dl at the time of the call. The caller stated that they were just playing in their room. The caller was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement insulin pump was shipped to the customer.